Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted in emergency room then gent to hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 500 mg/dl. The customer did experienced the symptoms such as difficulty breathing. The customer was treated with bolus and insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Customer was not using auto mode during high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.